Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation, no measurement was observed for svc vector. Loose setscrew suspected due to recent implant of new ICD. The physician opted to monitor the lead closely and program off the svc vector.